Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, the balloon was inflated up to 12atm. However, it was noted that the balloon ruptured at about 10atm. The balloon was removed as usual from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.